Event description:
When performing a bilateral salpingectomy, the enseal machine alarmed to reposition the jaw. After doing so multiple times, it continued to alarm with the same prompt. We unplugged and restarted the machine. The machine continued to alarm "reposition jaw." A new enseal was then opened sterilely and the same thing happened. Worked for a few cuts then alarmed to reposition jaw. The salpingectomy was completed without any patient harm or delay in care. Clinical engineering looked at the machine that we plug the enseal into, and it is working appropriately.